Manufacturer narrative:
Neither samples nor pictures were received for analysis of the complaint. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause for alleged failure of crimped/kinked and occluded/blockage cannot be determined.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has issues with kinks or blockages in the tubing. Per reporter, the pump does not always give an error message when this occurs, and they have issues with patients not receiving analgesic when no error occurs. The reported noted many issues with this tubing, both before and after the pump cassette, but with the compressed area of the tubing that is in the cassette itself from where the blue clamp is prior to attaching the cassette to the pump. There was unknown patient involvement and unknown patient harm/adverse events reported.